Event description:
It was reported to philips that the system failed to boot up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The distributor connected with the remote service engineer. The distributor confirmed that the system was not booting up. Upon troubleshooting of gpdu, distributor found that the 2ny pdm (power distribution module) module in the r-cabinet was defective. To resolve the issue, distributor replaced the 2ny pdm module in the r- cabinet. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.